Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an echocardiogram (echo) ramp done. The patient's pump struggled to get up to the fixed speed. It was noted that their pump never maintained a fixed speed of (B)(4) for longer than a few seconds at a time. The patient did not experience any symptoms during the echo ramp. There were many speed drops and no significant changes in left diastolic diameter until the pump was at (B)(4) rotations per minute. Transthoracic echocardiogram results show that the patient had mild aortic insufficiency. It was also noted that the patient has a history of outflow graft thrombosis with the information being captured under (B)(4), but no new thrombus was confirmed from the echo ramp. The patient was confirmed to be stable. Log files captured (B)(4) pulsatility index events on (B)(6) 2023 from 12:10:14-13:38:57. There were no other unusual events seen within the log files. The mechanical circulatory support equipment was operating as expected.

Manufacturer narrative:
History of outflow graft thrombus captured under MFR # (B)(4). Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-(B)(6) and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed several pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined. The controller event log files contained events from 15dec2023 and captured several pulsatility index (pi) events. Per design, if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the reported aortic insufficiency; however, no further information was provided. The patient remains ongoing on hm3 lvas, serial number mlp-(B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for mlp-(B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of this IFU lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This section also addresses all pump parameters. In reference to pi, the IFU explains that pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle), while lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.